Manufacturer narrative:
It was reported that there were 6 lap sponges in the custom pack instead of 5. Two of the sponges were enveloped together. It appeared that there were five, one was identified as "fluffier" than the rest. It was not discovered until later in the surgical procedure. It resulted in a re-exploration of the surgical site, post operative x-ray, extended anesthesia time and an incorrect surgical count. This is a deroyal product. The lap sponges come precounted and banded from deroyal. This issue has been forwarded to the vendor for further investigation and determination of the need for any corrective action. Due to the reported incident, this medwatch is being filed.

Event description:
It was reported that two lap sponges were enveloped together and not identified until later in the surgical procedure. It resulted in add'l surgical time.